Event description:
It was reported that a broken tip was found on a driver upon return from the hospital to the warehouse. The hospital did not provide any patient or surgical information with the returned device.

Manufacturer narrative:
Corrected information in d9, h3. Added information to h6: component codes, type of investigation, investigation findings, investigation conclusions this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for one (1) of one (1) returned polaris 5.5 plug driver (pn 2000-9061) for the failure of deformed tip. This device is used for treatment. No medical records were provided with the complaint. Inspection the returned product matches information in the complaint file. Visual inspection reveals that the tip of the device is deformed. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause tip fracture or stripping/deformation of the plug driver can often occur when the driver is over torqued or when force is applied off axis. Corrective/preventive action no corrective or preventive actions are recommended. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a broken tip was found on a driver upon return from the hospital to the warehouse. The hospital did not provide any patient or surgical information with the returned device.